Event description:
On (B)(6) 2005, pt received one treatment with the fraxel sr laser system at a setting of 1000 mtz/cm2 and 10mj. Treatment was performed while pt was under IV sedation for concurrent surgical procedures. Physician reported audible beeping system feedback throughout treatment due to rapid handpiece motion and noted some peeling within the treated area immediately following treatment. (B)(6) hours post-treatment ((B)(6) 2005), the physician subsequently reported that the pt developed burns within the treatment area. The physician (dr (B)(6)) reported on (B)(6) 2005 that he elected to administer a therapeutic regimen in order to manage the symptoms and minimize the potential for permanent scarring.

Manufacturer narrative:
Review of the mfg records for the sys noted no non-conformance related to the event. Reports from dr. Stover, the treating physician, gave no indication that sys m0370 did not perform as expected. However, the treatment tip was not available for inspection.